Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - patient was diagnosed with large cystocele, urethrocele and stress urinary incontinence and was implanted with two non-bard/davol gynecare tvt mesh sling and a gynecare prolift mesh. On (B)(6) 2012 - patient was diagnosed with urinary incontinence/frequency and underwent a cystoscopy with urethral dilation and a voiding cystourethrogram. On (B)(6) 2012 - the patient was diagnosed with stress urinary incontinence and underwent cystoscopy with implant of a bard/davol flat mesh used as a pubovaginal sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.